Event description:
It was reported that there was an issue with the patient¿s implantable neurostimulator (ins) battery in 2010 and there was a revision where the ins was replaced, which the patient was not aware of at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377645, lot# v009914, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).